Manufacturer narrative:
The soft component of the up and down button is damaged due to handling with sharp objects. The buttons should not be actuated by using hard or sharp objects. Due to the leaky soft components liquid entered the pump electronics. The up button is always active. Due to the always active up button the pump went in the quick bolus menu. Furthermore, it is not possible to program the bolus because the keys are locked if one button is pressed. It is not possible to confirm the e8 (power interrupt) error messages.

Event description:
On (B)(6) 2013, it was reported that the patient's infusion device spontaneously displayed a programmed bolus and then the displayed bolus disappeared and was not delivered. The display then blacked out and the device stopped reacting to any button presses. The patient changed the battery in the device and it then displayed e8 (power interrupt). The patient could not clear the displayed message because none of the buttons would function. The patient stated that she had worn the device in the shower and swimming. She stopped using the device and some time later it appeared to be working properly again. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.